Event description:
The customer reported that during a routine check of the unit prior to use on a pt, the unit powered up into the service diagnostics mode during the safety disk leak test. The pt was switched to another unit and therapy was initiated. No pt injury was reported.